Event description:
The device tested out of specification during manufacturer's analysis. The device was returned from a us center without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.the device is part of the advisory for this model.

Event description:
The device tested out of specification during manufacturer's analysis. The device was returned from a us center without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time. Follow up determined that the device was explanted and replaced due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.